Manufacturer narrative:
Examination of the returned femoral head and liner by a depuy cpd engineer was not able to confirm the reported neck/liner impingement as the reported femoral stem was not returned. The femoral head exhibits wear that may indicate contact with the acetabular cup. However the acetabular component was not returned for examination. It was reported that head subluxation repeated since soft tissue was too loose. Impingement of the head and posterior part of the liner occurred, that made the liner worn. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of device history records find the products met specifications with no related manufacturing deviations or anomalies found therein. No x-rays or further information provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
The patient was revised due to osteolysis after implantation, impingement of neck and liner lip occurred. Also, dislocation occurred once.